Event description:
The hosp biomedical engineer called the solutions center and reported that subsequent to a pt incident, the m1097a display would not power up for use.

Manufacturer narrative:
A follow-up call was placed to the hospital biomedical engineer regarding the pt's incident (death). The biomedical engineer said that there was no device issue, and the device was not considered to be a contributing factor in the incident (pt's death). The biomedical engineer confirmed that at the time of the pt incident, alarms were being provided, and staff responded to the alarms. Subsequent to the pt's death, a nurse turned the monitor off. When the monitor was later turned on again, the display did not power up. The biomedical engineer said that there was no need to have a philips fse on-site for device testing, as there was no device issue related to the pt's death. Per the biomedical engineer, the display has been replaced with a spare. The biomedical engineer also said that the hosp may purchase a replacement display from a third party. This is not being considered a device malfunction (as related to the pt incident). No further investigation or action is warranted.